Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling noted. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.or report disclosed to the public under the freedom of information act.(B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump and the numbers on the screen were scrolling. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 367 mg/dl. Nothing further was reported.